Event description:
A malfunction was reported on the pump, and the displayed malfunction code was resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with pump reset instructions and assisted with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.